Manufacturer narrative:
The insulin pump received with cracked case at display window corners and severely scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump display was severely scratched. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.